Manufacturer narrative:
The field service engineer ran an instrument check and this showed there was an issue with the instrument. The pinch valves and pinch tubing were replaced and a probe was adjusted. Another instrument check was performed and was within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they had ongoing issues with patient sample recovery for the elecsys ft4 assay and elecsys tsh assay on a cobas 8000 e 801 module. The field service engineer changed the measuring cells, but the issue persisted as they received discrepant results for one patient sample tested for ft4 on the e 801 analyzer. No units of measure were provided. The sample initially resulted in a ft4 value of > 99 and this value was reported outside of the laboratory. The sample was repeated, resulting in a normal ft4 value. No specific repeat value was provided. The ft4 reagent lot number and expiration date were requested, but not provided.